Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad after the device had been splashed with pool water. The customer also stated that the insulin pump alarmed button error. The customer's blood glucose was 88 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was noted to the motor assembly or electronic assembly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip and a broken belt clip slot.